Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A facility representative reported the gas alarm in the operating room was going off. They requested to have the system checked. The field service engineer (fse) provided information that the site first stated they were not able to smell anything, but the operating room technician said they felt nauseous. Later the technician reported to the fse there was a smell like wet paint. Additional information was requested.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) was not able to confirm customer reported event. Fse replaced gas line from regulator to laserhead as a preventive measure. No technical root cause could be determined. The manufacturer internal reference number is: (B)(4).